Event description:
The event is reported as: complaint alleges: the physician and staff were securing the ett in place on a pt in the operating theatre (operating room) and noted that the bellows were not filling and realized there was a leak. The physician made several attempts to inflate the cuff, without success, and a slow leak occurred. The pt had to be extubated and re-intubated using another tube. No pt injury reported.

Manufacturer narrative:
A device history review (DHR) could not be conducted since the lot number was not provided. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, we will continue to monitor and trend relating complaints.